Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the device was returned with the jaw open. Testing for tissue locking could not be performed on the device due to the jaw malfunctioning. The investigation could not determine the root cause of the customer's report. An additional failure was found during the investigation; the jaws could not open or close properly. The reported condition was confirmed. The device was disassembled and the gray wheel at the end of the device push rod was broken. The broken gray wheel indicate a hard object was grasped while the cutting mechanism was engaged, this action caused an excessive force to occur at the end of the push rod. The excessive force broke the device's gray wheel disc which caused the device opening and closing mechanism to become difficult to open and close. The investigation identified the root cause of the reported event to be user error. The customer is advised to not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter or device may occur. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: 2017-05-23. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws would not open after sealing tissue. No patient injury occurred or medical intervention required.